Manufacturer narrative:
(B)(4). Additional information: the actual sample was not returned by the customer, however, six retained samples were visually inspected for "debris", as was reported by the customer. No issues were noticed. The customer reported condition was not confirmed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The facility contacted baxter (B)(4) to report a vented pacilitaxel set with clearlink in which debris was observed inside the set. According to the reporter, some of the debris appeared to be soluble and, after priming, there was less of the debris evident. This event occurred during priming. There was no patient involved, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received for evaluation. Visual inspection was performed. No particles were found in the unused sample. The reported condition was not confirmed. The root cause was not determined. The unused sample was returned to baxter for evaluation after medwatch follow up 001 was submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.